Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator generated an alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.